Event description:
From customer: hi, (B)(6), here is what we found out about that concentrator. First of all, the house was not wired correctly. The problem would not have surfaced if that had not happened. The breaker in the concentrator is supposed to interrupt the flow of electricity to the concentrator in that type of situation. In the case of these concentrators, the power goes directly to the switch instead of the breaker. In all other applications I have seen with electricity, it should go to the breaker first, then the switch. In this particular circumstance, I was told the switch actually caught fire. This did interrupt flow of electricity to the rest of the concentrator, but that was because the switch melted, not because the breaker was able to do its job.